Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information has been updated and provided in b5 section of this report. The event date information has been updated and provided in b3 section of this report.

Event description:
Customer declined troubleshooting. Customer had coma that was treated with glucagon.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Event description:
Information received by medtronic indicated that the insulin pump had open book image on the screen. Troubleshooting was performed. No other insulin pump error was displayed before the open book image was displayed on the screen. Customer had low blood glucose. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Retainer ring = clear. Customer returned pump for an alleged critical pump error (open book image) alarm and possible over delivery anomaly found on 02-sep-2021. Device was received with a critical pump error (open book image) alarm. Unable to perform the functional test, including the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test , self test and the delivery accuracy test due to critical pump error (open book image) alarm. Unable to test for possible over deliver anomaly due to critical pump error (open book image) alarm. Successfully utilized crest and thus to download history files, traces and comlink3 files. Critical pump error (open book image) alarm confirmed and was triggered by a pump error 131 fatal alarm confirmed in the history files on 09/04/2021 at 21:23:05.000. Per r&d engineer (B)(6) the open-book was generated due to pump error 131 (processor alarm) that was triggered 09/04/2021 21:23:05. Pe131 is the fatal error. Suspecting the hw. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: minor scratched display widow, scratched display window cover, scratched case, faded/stained serial number label, keypad overlay texture damage, pillowing keypad overlay, cracked keypad overlay at the select button, and partially detached/cracked retainer. Please see below for the boluses delivered in the pump history file on the event date. 09/02/2021 07:46:08.000 normal bolus delivered bolus programming method = manual bolus normal bolus amount programmed = 4.6 bolus amount delivered = 4.6 09/02/2021 21:11:16.000 normal bolus delivered bolus programming method = manual bolus normal bolus amount programmed = 2 bolus amount delivered = 2 during visual inspection, the motor had moisture damage. No damage noted on pbca1, pcba2 or the force sensor. Critical pump error (open book image) alarm confirmed due to fatal alarm pump error 131 (confirmed). Possible over deliver anomaly was unknown. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.